Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time and date were inaccurate. Reportedly, the time and date was "off by a day and a half". Customer had corrected the time and date prior to calling into tandem technical support. There was no reported impact to customer's blood glucose level.